Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9th may 2025, it was reported by an arthrex employee via email that for an ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, the anchor broke during insertion. This was detected during a rotator cuff repair procedure on (B)(6) 2025. Ar-1922p was used to prepare bone socket. The anchor broke during insertion and the broken piece was retrieved from the patient. Procedure was completed successfully by using another new anchor from other company. No secondary procedure needed and there is no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. One unpackaged ar-1927bcf-45 biocomposite corkscrew, batch 15300702, was received for investigation. Visual evaluation revealed damage to the anchor at the distal end. Functional testing was not performed due to the damage to the device. The most likely cause of the damage is misuse, potentially due to misaligned insertion and/or prying or leveraging the device during use. Per dfu-0087-eo revision 3; g. Precautions: surgeons must apply their professional judgment when determining the appropriate suture anchor size based on the specific indication, preferred surgical technique, and patient history. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an onsite demonstration. Make sure to use the recommended drill bit or punch to create the bone socket. Refer to investigation photos. The complaint allegation is confirmed.